Event description:
It was reported that the implants at tooth locations #18 and #19 loss integration and were removed due to peri-implantitis.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to retract the initial report, MFR report number 0002023141-2024-00352 that was submitted on 2/16/24. Based on additional information received, there was no injury, significant delay and no alleged failure of the device. In addition, the implant remains implanted. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- 0002023141-2024-00352 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.

Event description:
Upon follow up, it was reported that only the implant at tooth location #19 loss integration and was removed due to peri-implantitis. The implant at tooth location #18 remains implanted. Based on additional information received, there was no injury, significant delay and no alleged failure of the device. Therefore, this event does not meet the definition of a reportable event. As a result, the prior submissions for MFR- 0002023141-2024-00352 submitted on february 16, 2024 is no longer considered a reportable event by the manufacture and no further reports will be submitted for this event.